Event description:
Additional information was received stating that the vns patient was unable to perceive stimulation on-times from her device. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There were no anomalies found with the pulse generator.

Event description:
It was reported that the vns patient¿s device was not working properly. The patient stated that she had good results with vns but recently began experiencing severe changes in her mood. The patient¿s physician was making plans to resolve the issue but no details were provided. Attempts for additional relevant information will be made.

Event description:
Handwritten clinic notes were received which were mostly illegible. The notes included assessments of the severity of the patient¿s symptoms on a 1-10 scale. On (B)(6) 2014, the patient¿s mood was classified as level 5 and the patient¿s anxiety and insomnia were classified as level 4. It was noted that the patient presented manic symptoms. The patient had been doing worse with the prescribed medications so the medications were adjusted. On (B)(6) 2014, the patient¿s symptoms were noted to be slightly improved and stable. The patient¿s mood, anxiety, and insomnia were all classified as level 3. The physician indicated that the patient¿s device had been or will be checked. On (B)(6) 2015, the patient¿s mood and insomnia were noted to have worsened and were classified as level 6. The patient¿s anxiety was listed as stable and classified as level 3. The patient presented with manic and general anxiety symptoms. The patient¿s medications were adjusted during this office visit. On (B)(6) 2015, the patient¿s mood and anxiety were classified as level 4 and the patient¿s insomnia were classified as level 3. The patient also complained of a new issue classified as level 5, which could not be determined due to the illegible handwriting of the notes. The patient presented with depressive and general anxiety symptoms. On (B)(6) 2015, the patient¿s mood was noted to be up and down and was classified as level 3. The patient¿s anxiety and insomnia were classified as level 3 and noted to be stable. The patient showed moderate improvement in her condition. There is no indication in the notes that the patient¿s symptoms were related to vns.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has not been returned to date.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient was referred for surgery due to battery depletion. No known surgical interventions have occurred to date.

Event description:
The explanted generator was returned to the manufacturer where analysis is currently underway.